Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer called philips call ctr for parts ID on a power supply. Stated device won't power on at all with ac or battery power. There was no reported pt involvement.